Manufacturer narrative:
Device evaluation anticipated, but not yet begun

Event description:
New information notes that the lead was explanted and replaced. The patient had no further complications after lead replacement.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 47.9-48.1cm from the distal tip, consistent with lead friction to the device can. Externalized conductors due to internal insulation abrasion were noted at 8.5-11.8cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to external insulation abrasion were noted at 12.0-15.3cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was damaged during explant at this location. Internal insulation abrasion under the svc shock coil was noted at 16.9-17.3cm from the distal tip. The svc shock coil and the sensing and rv conductor were melted at this location, consistent with the field observation of low lead impedance.

Event description:
It was reported that chronically low pacing lead impedance had been observed since implant. The patient was asymptomatic and non-pacemaker dependent. X-ray revealed externalized conductors. The patient was referred to a different, out of town hospital for further review and possible extraction. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. E3 company representative